Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec-3890li-us is available in the USA with a 510k number k131855. Evaluation summary it was caused due to a contact against the buckled channel. In addition, we confirmed body cover grip broken; however, it is not related to the alleged complaint. Replaced parts in this complaint are as follow. Lcb(light guide fiber bundle) due to broken, body cover grip due to broken. This report is being filed as part of the pentax backlog management plan.

Event description:
The lcb is cut. The reason is buckled channels. This event occurred at the time of during use. There was no report of patient harm.